Event description:
The patient reported that although the cannula deployed and inserted into the skin upon pod activation, the pink slide did not advance as expected, indicating a potential needle mechanism failure. Upon removal of the pod, the cannula was visible without abnormalities noted. The pod was not worn. The patient's blood glucose levels were reported to be above 250 mg/dl at the time of the event. No medical intervention was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.